Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (2000 mcg/ml at 1745.7 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and cancer pain. It was reported the patient was feeling ill. The patient was ill so they couldn't get refilled the week of the date of this report. The patient was on antibiotics and the patient's wife thought that had made the patient's stomach issues worse. The patient had diarrhea, nausea, and vomiting. The patient also experienced flu-like symptoms. It was noted the issues started in (B)(6) 2016. The hcp noted the sickness was not unusual and that the patient called to reschedule all the time. The hcp inquired about how long the patient would have drug if the low reservoir alarm sounded on (B)(6) 2016. The refill date with max activations from the last session report was (B)(6) 2016. The personal therapy manager (ptm) now showed the refill date of (B)(6) 2016. The total daily dose with patient activations (pa) was noted as 1745.7 mcg/day. The low reservoir volume was 2 ml. The flow rate was 0.872 ml/day. It was determined the patient would have 1.14 days if all the boluses were given until the pump would reach 1 ml. The dose without the ptm was noted as 627.2 mcg/day. The patient was scheduled for a refill on (B)(6) 2016. Follow-up was being conducted to obtain the device implant date, clarification on why the patient was on antibiotics, clarification of the stomach issues, diagnostics performed, and cause of the stomach issues and flu like symptoms. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) indicated it was unknown why the patient was on antibiotics. It was noted the antibiotic was not prescribed by the reporting hcp. The patient was scheduled for a pump refill on (B)(6) 2016. If additional information is received, a follow-up report will be sent.